Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20086. It was reported the patient never experienced effective stimulation in her neck. A sjm representative tried reprogramming to no avail. X rays revealed the leads were migrated. Subsequently, the patient underwent surgical intervention where the physician implanted an additional scs system to cover neck pain and explanted the old cervical leads. Reportedly, the patient has effective stimulation postoperatively and the issue has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20086. Further investigation identified the patient received two cervical leads with a same lot no. (4526734) which were explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.